Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in the emergency room. The cause of death was cardiac arrest. The caller stated that the customer was not hospitalized; just went to the emergency room. The customer had end stage renal decease, diabetes complications, heart disease, and infection. The customer was in septic states, had a pacemaker but did not have it checked or maintained. The caller stated that the customer's blood glucose was low at the time of passing; the caller could not recall the exact value. The customer was not wearing the insulin pump at the time of death; it had been removed thirty minutes prior to passing. The caller did not know whether or not the customer was using sensors. The caller stated that they no longer have the customer's insulin pump; it has been discarded.